Event description:
A medical doctor reported the intraocular pressure (iop) control failed and that the probe lost recognition during a case. The customer used the vented gas forced infusion (vgfi) function to complete the case. Following the procedure, the packs were changed and the remaining procedure of the day were completed with no further incidents. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).